Manufacturer narrative:
The ca reagent lot number was 744185. The expiration date was not provided. Qc was within the assigned ranges on the day of the event. A general reagent issue can be excluded as no further issue was reported and a correct rerun was performed with the same reagent. The root cause was consistent with a maintenance issue. The service actions (replacing the cell rinse tube) resolved the issue.

Event description:
We received an allegation about discrepant results for 11 patients' samples tested with calcium (ca) assay on a cobas 8000 c702 module when compared to a different analyzer. The following is an example of discrepant results for 1 patient sample. Initial result: 2.312 mmol/l. Repeat result: 1.79 mmol/l (tested on another analyzer). The physician questioned the initial results. The samples were then repeated on another analyzer. The repeat results were deemed to be correct.